Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date. Subsequently, the patient was revised after experiencing acute onset of pain and squeaking. The pain became so severe over a week the patient had to use crutches. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 5 106022/ ringloc+ replacement/ lot # 295710, part # 650-1056/ bioloxd option hd / lot # 3033039, part # 650-1066 / tprsleve/ lot # 3053198. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00062.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported liner was fractured prior to revision. Attempts have been made and additional information on the reported event is unavailable at this time.